Event description:
Customer called for assistance with his breeze2 meter and during the call he received control results of 323, 315, 321 mg/dl. The range is 93-127 mg/dl. New meter, control and strips were sent to the customer and he is expected to return his strips for eval.